Event description:
It was reported by the customer that upon power on, error 816 occurred. The customer performed a hard power cycle on the system; however, the issue persisted. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The cables on the system power manager (spm) were plugged and reconnected. The system was tested and verified as ready for use.